Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient had a bleed on the contralateral side to the deep brain stimulation (dbs) electrode. A surgical complication that was not part of the study protocol was noted. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3389, lot # unknown, implanted: (B)(6) 2015, product type lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the bleed occurred several days after discharge from the hospital when the patient was at home; the patient experienced a sudden onset of a headache and aphasia. The patient was then evaluated at another institution that was closer to their home; the event was resolved. It was also clarified that the event began occurring in (B)(6) 2015, within a week or so after surgery. No further complications were reported/anticipated.